Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted (B)(6) 1998.

Event description:
It was reported that the patient experienced inappropriate therapy from the device when an episode of non-sustained ventricular tachycardia progressed into the fast ventricular tachycardia (fvt) zone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.